Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was displayed "high", specific bg value was not provided. Elevated blood glucose was address with manual injection. Customer changed pump supplies to address the issue.